Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: - deflation: observed more than three openings assessed as surgical damage also observed crack in the valve assessed as cracked valve seat diaphragm valve and partial delamination of the valve assessed as adhesive failure. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3; b5; d1; d4; d6a; d9; h3; h4; h6.

Event description:
Healthcare professional reported right side defaltion. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "implant was smaller rupture". Healthcare professional later reported ¿deflation- spontaneous¿. This record is for the right side. Device was explanted and replaced.